Event description:
Oncoming rn was checking the defibrillator in ed room not knowing the defibrillator was attached to a patient. Pt admitted with complaint of right knee pain from a fall at home. Pt hooked up to defibrillator with adult multi-function electrodes for cardiac monitoring of asymptomatic bradycardia (hr 40's). Defibrillator monitor had been constantly beeping with qrs rhythm, pads were left on the patient but monitor was turned off. During defibrillator check, pt was inadvertently shocked with 30 joules. Patient cried out. Ed physician immediately evaluated patient. Stat EKG showed sinus bradycardia with left bundle branch block (lbbb) with no acute st-t wave change. EKG completed 2 hours prior showed no change in EKG rhythm. Pt received bolus of 1000mg of ofirmev and was placed on medical monitored unit for monitoring. Cardiology consultation obtained and discussed with pt and family that accidental shock will not have any long term sequela. Manufacturer response for defibrillator, r series als (per site reporter): talked to zoll medical, tech support. Reported equipment event due to user error. Zoll does make onestep electrodes which act as test port which would have prevented event from happening.